Manufacturer narrative:
Continuation of d10: product ID 105-5081-153 (b755607); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a solitaire stent retriever that had in the rebar microcatheter during delivery. The patient was undergoing a mechanical thrombectomy procedure to treat ischemic stroke. Vessel tortuosity was moderate. It was reported that the devices were prepared and catheter flushed as indicated in the instructions for use (IFU). The catheter was hydrated and navigated to the treatment site with the guidewire. The solitaire was then hydrated introduced. As the stent was being pushed into the catheter, resistance increased. Once fully inside the catheter, the resistance became to strong to continue delivery so the system was removed and both the rebar and solitaire were replaced with other brands to continue the procedure. No passes were made with the complaint solitaire. There was no harm or injury to the patient associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the resistance was in the proximal section of the catheter. There was a kink near the deployment point of the stent. It was judged that it was kinked near the deployment point due to the large pushing resistance.

Manufacturer narrative:
H3: product analysis as found condition: the solitaire fr 6-30 stent device and rebar 18 catheter were returned for analysis within a dispenser coil, a biohazard bag, and a shipping box. Damaged location details: the solitaire fr 6-30 stent finger markers were examined inside the introducer sheath. All finger markers were correctly aligned, and no damage was noted. The stent¿s working length struts are in good condition, while the non-working length struts were kinked at the teardrop strut. No irregularities were found outside the proximal marker, and the marker coil was in good condition. No bends or kinks were found on the pusher. The rebar 18 catheter tip and marker were examined; no damages were found. The catheter body was kinked at 14.0 cm from the distal tip and at 41.0cm to 68.0cm from the proximal end of the catheter hub. No voids or flashes were found on the catheter hub. No other anomalies were found. Testing/analysis: due to its damaged condition, the returned solitaire fr 6-30 stent device cannot be used for resistance testing. The rebar 18 catheter¿s total and usable lengths were measured within specifications. The catheter was flushed with water and found patent. It was tested by running an in-house 0.021 inch mandrel through the catheter hub without issue; however, resistance was observed along damaged locations. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance¿ complaint was confirmed, as the returned solitaire fr 6-30 stent device¿s non-working length struts were kinked at the teardrop strut, and the returned rebar 18 catheter was kinked. The damages likely occurred when the user attempted to advance the solitaire fr 6-30 stent device through the rebar 18 catheter against resistance. Therefore, the root cause was that the rebar 18 catheter was incompatible with the solitaire fr 6-30 stent device, as it had a labeled inner diameter (ID) of 0.021 inches. Per the solitaire fr instructions for use (IFU): "solitaire fr 6-30 should be delivered through a catheter with a minimum inside diameter (ID) of 0.027 inches." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.